Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause of the reported migration. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with a fibrotic valve with calcified papillary muscles, calcified annulus, and calcified anterior leaflet. A mitraclip ntw (50828r1047) was inserted and deployed on the mitral valve. However, the clip was observed to be oscillating. It was noted that it was unknown if the clip slipped down on the posterior leaflet or if it was a problem with initial insertion. To further reduce mr and stabilize the clip, a second clip, a mitraclip nt (50819r1126) was then inserted, and grasping was performed. However, difficulties visualizing the clip and difficulties grasping the leaflets occurred. The clip was repositioned but became caught in chordae. Troubleshooting was performed, and the clip was able to become free from the chordae without causing damage. The clip was then inverted and brought back into the left atrium. While positioning the clip and checking the grippers, it was observed that one of the grippers was no longer lowering. Troubleshooting was performed, but the issue contineud to occur. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.